Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device continued to run on its own when the trigger was released. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was debris that was jammed between the trigger and trigger slot. Which caused the trigger to not fully extend to turn the device off. Debris can enter the handpiece if the device is not properly cleaned or if foreign objects are placed inside during the cleaning cycle.